Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) female patient had a rash. The patient's rash was located on her back under the therapy electrode pads, left arm, and head. The patient's physician recommended that the patient remove the device to allow rash to heal. Follow-up indicated that the rash had improved.